Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 51 mg/dl. The customer also reported treating for their low blood glucose and their blood glucose rose to 400 mg/dl. The customer has treated for their high blood glucose. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.